Event description:
It was reported that the ilet user experienced high blood glucose after disconnecting the infusion set overnight to sleep and administering insulin by pen, then reconnecting and performing a supply change. The infusion set type was contact detach and the highest reported fingerstick was 479 mg/dl, with subsequent decline after reconnection and troubleshooting. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, and a usage problem was identified consistent with not reconnecting to the ilet within a timely manner, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.